Event description:
While attempting to cement a wedge onto the baseplate, a loud snap was heard, and the wedge appeared as though it popped off anteriorly. An attempt was made to implant a second wedge, and it was determined that the baseplate was "defective." Another baseplate and wedge were successfully implanted. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the examination results could not confirm the reported event. This event is most unusual.